Event description:
The plaintiff, has suffered from inter alla urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea; and has been diagnosed as suffering from type-1 latex allergy. The plaintiff is sensitized to latex, and is at risk of suffering anaphylactic reactions when there is contact with many different commonly used products which contain the natural latex protein; the plaintiff suffered severe and irreversible latex allergy. The plaintiff is also unable to enter any environment where there is exposure to latex proteins, because such environments puts the plaintiff at serious risk for anaphylactic reaction. The plaintiff lives in constant vigilance for the presence of latex products. The plaintiff's life is restricted as to where to go, and what things to do, with career, and with family. The plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp is a health hazard. The plaintiff has suffered and will continue to suffer in the future; severe emotional distress, and an inability to engage in normal activities. The plaintiff has also suffered physical injuries, as well as great despair, and loss of the enjoyment of life, all of which are of a permanent, continuous life threatening nature. The plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer the same for an indefintie time in the future. Finally, the plaintiff's spouse and children alleged that they have been deprived of the consortium, care, support, and services of the plaintiff.